Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient collapsed at the assisted living facility with cardiac arrest due to vt/vf. Patient was admitted at the hospital and was intubated in ICU. When the device interrogated, noise reversion was observed. No intervention was planned. Patient was discharged from hospital on hospice and palliative care.

Manufacturer narrative:
Maude report mw5083464 received.

Event description:
New information revealed an allegation from a physician that the device over-sensed lead noise, which led to pauses in telemetry.